Event description:
Information was received regarding a cadd administration set. It was reported that during the treatment for parenteral nutrition, the pump alarmed "air in line" when using the set. When using 21-7322-24 the pump did not alarm anymore. There was no issue with the pump used. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.